Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and iunit failed. The problem is not confirmed because the share log contains nothing related to the customer complaint. The reported event of transmitter failed error was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported failed transmitter could not be confirmed. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.